Event description:
Situation: retained portion of a power port stylet wire detected and removed. Background: on (B)(6) 2013 a power port ref: (B)(4) lot: rexf0609 was inserted for angioaccess in the operating room as an outpatient. The pt had been receiving chemotherapy treatments via the port without difficulties. On (B)(6) 2014 an echocardiogram detected a wire fragment in the right atrium and inferior vena cava. This was confirmed on chest x-ray. The pt then went to interventional radiology and a stylet wire 15 cm in length was removed from the inferior vena cava. A left chest port-a-cath study showed extravasation at the catheter/port junction. The port-a-cath was removed and a new port-a-cath was inserted. The pt was released to home the same afternoon, (B)(6) 2014. Assessment: unintended retention of a foreign object (urfo) request: request to manufacturer. Please consider a product enhancement of coloring the tip of the stylet wire. The addition of a visual cue for the proceduralist that all of the wire has been removed will improve pt safety and reduce unintended retained foreign objects.